Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced. According of received service report, during troubleshooting several parts were checked and finally the inspiratory gas docking kit replacement solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. We do not consider issue with inspiratory gas docking kit malfunction as a safety related, as inspiratory gas docking kit is a part in inspiratory section, which is connector for the o2 gas module and turbine module, to the inspiratory flowmeter connector muff and will not affect ventilation. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established.